Manufacturer narrative:
Final analysis found a complete lead was returned. An external abrasion was noted at 13.0 cm to 13.1 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction to another implantable device. The abrasion found most likely contributed to the reported noise problem.

Event description:
It was reported that a pacemaker dependent patient presented in clinic. Upon interrogation, noise was noted on both the atrial and ventricular channels. Noise could be reproduced with pocket manipulation. There were no adverse events for the patient. It was unknown if the noise was due to the right atrial and right ventricular leads or due to the pulse generator header, connection issue. The system was explanted and replaced. There were no adverse consequences to the patient.